Manufacturer narrative:
Device was used off-label. Cormatrix 7cm x 10cm sheet was soaked in gantamycin for 2 minutes. Sheet was hand-rolled into a cone and sewn into native papillary muscles and annulus at the tricuspid position. Patient was a high-risk patient having a 3rd re-do for valve replacement. Intravenous (IV) drug usage prior to, and following implant procedure confirmed by physician. Portions of the explanted device were received on 8/30/2016 for histological review. On 9/2/2016 samples were processed via h&e staining for histology slide preparation. On 11/03/2016 update: the findings of the histology evaluation are as follows: the overall findings are that the provided tissue sample presents a very low degree of remodeling. The tissue presents little to no cellular infiltration, no neovascularization and minimal ecm remodeling. Many of the cells present in the matrix appear to be immune cells and many areas of the ecm appear to be degrading. There was some evidence of delamination within the tissue sample, but these matrix defects appeared to remain within the valve structure. All tissue samples presented less than expected remodeling for this timepoint.

Manufacturer narrative:
Device was used off-label. Cormatrix 7cm x 10cm sheet was soaked in gentamycin for 2 minutes. Sheet was hand-rolled into a cone and sewn into native papillary muscles and annulus at the tricuspid position. Patient was a high risk patient having a 3rd re-do for valve replacement. IV drug usage prior to, and following, implant procedure confirmed. Portions of the explanted device were received on 8/30/2016 for histological review. On (B)(6) 2016 samples were processed via h& e staining for histology slides and results are pending at this time. Additional information will be provided when results are received from lab.

Event description:
It was reported that on (B)(6) 2016 that the 3rd re-do of a tricuspid valve replacement was performed due to detachment/dehiscence of the cormatrix hand-rolled (7cm x 10cm) tricuspid valve from the right ventricle approximately 8 months from implantation on (B)(6) 2016. Cormatrix ecm was replaced with mitral tissue prosthesis. The initial stat gram-stain results were negative.